Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. A trace existing pe was noted pre-procedure. Transseptal puncture was performed with versacross connect and a 27mm watchman flx pro closure device was implanted successfully without any complications. The anesthesiologist noted a slight increase in size of the pe laterally around left ventricle (lv) post procedure. No patient status changes noted, and no intervention was required. The patient was sent to recovery room in stable condition. Echocardiogram imaging was checked post procedure, and no further pe was noted. The patient was hospitalized beyond standard of care, and they have been discharged. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin nor antiplatelet drugs at the time. There was no versacross device inside patient body at the time of the adverse event, and neither the physician believes the device contributed to patient complication.